Manufacturer narrative:
During post dilatation of a lesion in the renal artery with a .014 6.0x15 142cm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter, the balloon ruptured. It was checked by an ivus (intravascular ultrasound) that the stent was fully inflated, and the procedure was completed. There was no patient injury reported.the product was not returned for analysis. A product history record (phr) review of lot 17545553 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as calcification and previously deployed stents are known to cause damage to balloon catheters. According to the instructions for use ¿prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During post dilatation of a lesion in the renal artery with a .014 6.0x15 142cm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter, the balloon ruptured. It was checked by an ivus that the stent was fully inflated, and the procedure was completed. There was no patient injury reported and the device was discarded by mistake.